Manufacturer narrative:
It was reported, "a catheter had fallen out." A new catheter was placed the following afternoon." Email received by (B)(6), medical supply specialist, (B)(6), who provided additional information in regards to this incident. Reporter states, catheter was initially placed (B)(6) 2021, for urinary retention. Reporter states, upon insertion there nothing unique about the patient or the case at hand that could have motivated this incident. The full 10mls of water in the water syringe from the kit was used to inflate that balloon. Reporter states, "the catheter lasted about seven hours before falling out." A new catheter was re-inserted. Reporter states, "at this time there is no issues." Due to the reported incident, medical intervention and in an abundance of caution, a med watch is being filed. A sample was return and evaluated. Investigation conclusion: "the reported issue of a deflated foley catheter balloon was confirmed through functional evaluation of the sample. The catheter was evaluated by inflating the retention balloon, during inflation the retention balloon ruptured. Based on the condition of the product, the suspected root cause could be, but is not limited to, an error in the manufacturing process or a patient specific condition." If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
It was reported, "a catheter had fallen out." A new catheter was placed the following afternoon."